Event description:
The pt is implanted with two occipital surgical leads (from the same lot). It has been reported the pt has been experiencing pressure at the back of his head and headaches. It was recommended to the pt to consult with his physician to address the issue. Attempts to obtain follow-up info on the pt have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.